Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the control solution results were above the expected control solution range. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.